Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent transforaminal lumbar interbody fusion (tlif). During the surgery, when the surgeon was trying to insert the cage in the medio-lateral plane, the cage was well positioned, and the surgeon wanted to rotate the cage in a good antero-posterior position in the vertebral body. Unfortunately, the transforaminal posterior atraumatic lumbar (t-pal) cage did not turn right and passed the front wall of the vertebral body. The cage was still attached to the applicator and could be removed. The procedure was successfully completed with a thirty (30) minute surgical delay. The patient status is unknown. This report is for a t-pal spacer applicator knob. This is report 4 of 4 for (B)(4).